Event description:
Approximately three days post index procedure the patient complained of chest pain and cag was conducted, where thrombus was observed in the overlapping portion of the cypher stents implanted at 1st diagonal branch and the proximal and mid lad. To treat the thrombus aspiration was conducted and poba was conducted by the kbt with a 3.015mm balloon at 8 atm for 20 seconds twice at the proximal and mid lad. The patient was placed on intra aortic balloon pump.